Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported that the wafer was harder to remove then previous boxes.

Manufacturer narrative:
No previous investigations are available. No returned samples were expected and none have been received. A detailed batch review of the associated lot revealed no discrepancies (includes non-conformances/deviations). There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. The following codes were previously reported on the initial MFR# 1049092-2015-00545, reported to the FDA on september 18, 2015 and are being corrected: results code replaced. Conclusion code, replaced. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).